Event description:
It was reported that the right ventricular (rv) lead exhibited occasional undersensing. It was also reported that the right atrial (ra) lead exhibited high thresholds. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.